Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The patient is 43 years old, female; however, the weight was not provided.

Manufacturer narrative:
H10. For the reported event a lot number was not provided, therefore a lot history review will not be performed. The product catalog number of the malfunction was updated to unknown filter. The sample was not returned for evaluation, but medical records and medical images were provided. Filter tilt and perforation of the ivc wall was confirmed for the malfunction, but the malfunction is inconclusive for retrieval difficulties. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced difficult to remove, malposition of device and perforation. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The patient is 43 years old female; however, the weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation/inspection; however medical records were provided and reviewed. Therefore, the investigation is confirmed for the filter tilt and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event a lot number was not provided, therefore a lot history review will not be performed. The sample was not returned for evaluation, but medical records were provided. Filter tilt and perforation of the ivc wall was confirmed for the device and the filter retrieval difficulties was inconclusive. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced difficult to remove, malposition of device and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, female; however, the weight was not provided.